Manufacturer narrative:
The initial sample from 2008 was a patient sample collected in a 5 cc vacutainer tube and stored at room temperature. Qc was run before and after this incident and was within specification. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Samples were not run back to the last acceptable control run. The fse checked instrument operations two days later. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low platelets (plt) result generated by the coulter lh 750 analyzer for one patient. Customer tested a sample of pit and obtained a result of 56 x 10 to the 3rd power cells/ul. The result was not flagged. A fresh sample collected from the patient on the next day gave a plt result of 73 x 10 to the 3rd power cells/ul. Upon rerun, the first sample gave results of 163 and 170 x 10 to the 3rd power cells/ul. The second sample repeat result was 57 x 10 to the 3rd power cells/ul. Both samples had instrument generated flags. Erroneous results were reported out followed by a corrected report. There was no change to patient treatment.